Event description:
During case, physician requested use of ivus. Product was opened, set up for use, but was found defective during use. Product was handed off the surgical field. A new product was opened for use on the field, and it worked appropriately. The defective product and wrapper was kept for record. The product rep was present for procedure, said he would "replace" the defective product and took the defective product and wrapper with him. No patient harm occurred. This is one of 3 hybrid or events regarding volcano visions pv .035 digital intravascular ultrasound imaging catheters, reference # 88901. We searched the internet and found a 'medical device advisory notice' for this item dated 10/13/2018. No known formal notification by the company has been received. Since the sales rep sequestered the product and packaging, we can not verify if this was one of the 'advisory notice' products.